Event description:
It was reported that bd maxplus needleless connector leaks the following information was received by the initial reporter with the following verbatim: the patient was admitted to the hospital mainly due to thymic malignancy, and on (B)(6) 2023, he was instilled with a needle-free connector connected to an indwelling needle, and there were water droplets at the infusion interface 15 minutes later.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿water droplets at the infusion interface¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.